Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a fluid leakage from the purge line (diaphragm). Diaphragm was confirmed around 4:30 pm on april 21st and continued on the 22nd and 23rd. Although no alarms were triggered, the doctor from the intensive care department requested further investigation, and the device, which was successfully removed on april 24th. Additional information was provided that the liquid leak was monitored and there was no visible damage or abnormality. There was no patient harm.

Manufacturer narrative:
The device was returned; d9 and h6 type of investigation code was updated. The investigation is underway once completed a supplemental report will be sent.